Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that his tablet, which had been charged overnight would not turn on while unplugged from power. When the tablet was plugged back in it would operate. When unplugged again it would not turn on. The power light was illuminated green, but will not operate without being plugged in. It was stated that he has used it in a clinic where it was plugged in for some time but immediately turns off once unplugged, and the charge cable is not suspected to be faulty. The tablet was received on (B)(6) 2016. Product analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed 07/25/2016. For the returned tablet no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the tablet could not charge the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Additionally, a visual inspection of the tablet was able to identify that the case was damaged. A root cause for the damage could not be determined. A review of the device history records for the tablet revealed the device met all specifications prior to distribution.